Event description:
We had a crew report that while using an adult io needle they had an issue. After placing the io into the patient's tibia they were unable to remove/separate the needle from the hub as it was designed. They reported that it appeared to be one single piece. This was also noted by the transport employees as well as the hospital staff of where the patient was taken. Ultimately the io was completely removed at the ed. Black lines were verified. Were not verified after removal as hospital staff removed it without our crew present. Hospital staff were also unable to separate the pieces. (B)(6) medical center minimal force was used during application. A pop was felt and driver stopped after pop. No implants known or signs of possible surgery to the site approximately 60-year-old male, 200lbs. Tibia. Sudden cardiac arrest. Rosc which was sustained 1attempt. IV access made after inability to use io. Pt had rosc after 1 round of compressions and 1 dfib. Io driver was fully charged with green light.

Manufacturer narrative:
(B)(4). Although there was no reported lot, a potential lot was obtained through the sales history. The potential lot is 7548357. The manufacturing DHR file was reviewed based on the potential lot and no recorded results of manufacturing issues or anomalies were reported. The instructions for use (IFU) provided with this kit (8087a rev. 04) instructs the user, "do not use excessive force. Use moderate steady downward pressure and allow needle set rotation to penetrate the bone. Stabilize needle set hub, disconnect driver, and remove stylet." The attached certificate of compliance (part of DHR) certifies that the aforementioned lot meets the viant upland quality system requirements and specifications. This product has been manufactured and controlled by viant upland in accordance with the FDA qsr and iso iso13485:2016. A review of the certificate of conformance/device history record found that the needle set passed all the release criteria. The device was released in 06/2021 and is approximately 0.5 years old. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. No corrective actions will be assigned. The complaint sample was never returned to teleflex for investigation. Functional testing and investigation activities cannot be conducted. A device history record review was performed on both potential lots and no relevant findings were identified. Therefore, the complaint root cause cannot be established. Teleflex will continue to monitor and trend on complaints of this nature.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
We had a crew report that while using an adult io needle they had an issue. After placing the io into the patient's tibia they were unable to remove/separate the needle from the hub as it was designed. They reported that it appeared to be one single piece. This was also noted by the transport employees as well as the hospital staff of where the patient was taken. Ultimately the io was completely removed at the ed. Black lines were verified. Were not verified after removal as hospital staff removed it without our crew present. Hospital staff were also unable to separate the pieces. (B)(6). Minimal force was used during application a pop was felt and driver stopped after pop no implants known or signs of possible surgery to the site approximately (B)(6)-year-old male, (B)(6) tibia sudden cardiac arrest rosc which was sustained 1attempt IV access made after inability to use io. Pt had rosc after 1 round of compressions and 1 dfib. Io driver was fully charged with green light.